Event description:
It was reported there was difficulty establishing communication with pacemaker. It is noted a different rf head was used and interrogation proceeded normally. The rf (radio frequency) head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; rf (radio frequency) head will not interrogate and failed uplink functional test due to the rf head cable. Main pcb (printed circuit board) found out of electrical specification. Top cover lens found broken.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).